Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached recommended replacement time (rrt) too early. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared. Additional offsite analysis was performed on the rf module looking for evidence of substrate cracking. No anomalies were found.

Manufacturer narrative:
Product event summary: the device was returned and during the analysis of the returned device, the failure on the hybrid disappeared. It was noted the device met 18% of the expected longevity.